Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there was a positioning issue. It was documented that the white cable got caught during the patient's transfer to their bed and the impella was subsequently pulled back out of position. Multiple attempts were made to reposition the pump, however repositioning ultimately failed as the pigtail had gotten caught in the chordae. The patient was noted to be stable with minimal support and the decision was made to remove the pump. There was no harm to the patient as a result of the noted issue and it was reported that they survived the procedure.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. After reviewing the clinical details: the positioning issue occurred after initial placement of impella. The clinical staff accidentally pulled the impella back while moving the patient to bed. Several attempts were made to reposition the device without success and the physician decided to explant the device. The root cause is patient movement. This report is being filed as part of a retrospective review of historical records.